Event description:
Air, e. L., ostrem, j. L., sanger, t. D., starr, p. A. Deep brain stimulation in children: experience and technical pearls. Journal of neursurgery pediatrics. 2011;8(6):566-574. Doi: 10.3171/2011.8.peds11153. Summary: this article looked at the results of deep brain stimulation in 31 children implanted with deep brain stimulation (dbs) systems from 2000 to 2010. Diagnoses included dyt1 primary dystonia, non-dyt1 primary dystonia, secondary dystonia, neurodegeneration with brain iron accumulation (nbia), levodopa-responsive parkinsonism, lesch-nyhan disease and glutaric aciduria type 1. It was found that children with dyt1 dystonia had significant improvements while those with secondary dystonia had only small improvements. The outcomes for three children with nbia were poor. Reported event: case 31: one patient with parkinsonism who received bilateral subthalamic nucleus dbs at (B)(6) underwent lead repositioning on the same day as implantation after a post-operative MRI revealed poor lead location. The patient also experienced a small capsular infarct and associated left-sided hemiparesis. The patient underwent rehabilitation and recovered to full strength except for persistent foot drop. The patient experienced significantly decreased medication-related motor fluctuations and had improved from being wheel-chair bound to walking independently two years after surgery. See literature article attached in MFR report# 3007566237-2012-00054.

Manufacturer narrative:
Continuation of concomitant medical products: unk implanted: unk explanted: unk; lead model neu_unknown_lead lot# unknown serial# unk implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk; lead model neu_unknown_ext lot# unk serial# unknown implanted: unk explanted: unk.